Manufacturer narrative:
A device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only: part: 04.168.000s lot: l769339 manufacturing site: (B)(4) supplier: frueh ag release to warehouse date: 13.feb.2018 expiry date: 01.feb.2028 non-sterile 04.168.000 (60123890) / l661523 was used. Manufacturing site: (B)(4) release to warehouse date: 05.jan.2018 the device history record shows this lot of 47 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018 a removal surgery of the femoral neck system was performed due to implant cut-out. Patient was revised to femoral head removal. After extracting the bolt and the antirotation screw smoothly, the surgeon tried to remove the locking screw. However, the screw could not be turned at all even though the screwdriver was firmly attached to the screw head. The surgeon looped esmarch bandage around the handle of the driver to apply stronger force and used a hammer to successfully remove the screw. There was less than thirty (30) minutes surgical delay reported. Patient outcome is unknown. The femoral neck system hardware was originally implanted on (B)(6) 2018 to treat a proximal femoral fracture. Concomitant devices: screwdriver (part: unknown, lot: unknown, quantity:1). This report is for a femoral neck system plate. This is report 1 of 2 for (B)(4) and captures the intraoperative event of difficulty removing the locking screw. The cut-out of the implant is captured in related complaint (B)(4).